Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast product to treat pelvic organ prolapse(pop) and/or stress urinary incontinence(sui). Later, patient experienced mental and physical pain and suffering, has sustained permanent injury, autoimmune disorders, and serious personal injury.